Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient underwent vns generator replacement surgery. As the physician indicated that the increase in seizures was unrelated to vns or vns therapy, device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Follow up with the physician's office revealed that the increase in seizures was "improved" compared to the pre-vns baseline. The physician was uncertain to the cause of the increase in seizures but stated that it was unrelated to vns.

Event description:
It was reported the patient was hospitalized due to an increase in seizures. The patient¿s neurologist referred the patient for generator replacement due to the battery status being 8-18% (intensified follow-up indicator, or ifi) at the time of hospitalization. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.